Event description:
It was reported that labels are lifting with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: open lid = 10 sp.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift and foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the label lift issue through CAPA 1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labels are lifting with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: open lid = 10 sp.